Event description:
A malfunction alarm was reported to occur. There was no reported impact to the customer's blood glucose level. Technical support confirmed the need for pump replacement, provided instructions for storage and transportation, and requested the return of the problematic pump within 10 days using a pre-paid label and return box. No additional information was received regarding the customer's backup therapy for insulin delivery.